Manufacturer narrative:
Other relevant device(s) are: product ID: 9734252, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No 510k available. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a fixation failure of the support arm was confirmed. The obsoleted support arm was damaged and could not be repaired. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative evaluated the returned arm. It was found that the starburst end of the arm was stiff and would not lock down. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 960-537, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the fixation failure was due to deterioration and that the arm's wire had deteriorated. It was noted that part replacement resolved the issue.